Manufacturer narrative:
Date of event: used the first day of the month of the aware date since event date no provided.

Event description:
It was reported that balloon rupture occurred. A 18-6/5.8/75, 18-4/5.8/75, and 18-4/5.8/75 xxl esophageal balloon catheters were advanced for dilation consecutively. However, during third inflation at 4 atmospheres, the balloons ruptured. No further patient complications nor injuries were reported. It was further reported that the target lesion was located in an iliac vein. The devices were completely removed from the patient's body over a wire and a non-bsc balloon catheter was used to complete the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Date of event: used the first day of the month of the aware date since event date no provided.

Event description:
It was reported that balloon rupture occurred. A 18-6/5.8/75, 18-4/5.8/75, and 18-4/5.8/75 xxl esophageal balloon catheters were advanced for dilation consecutively. However, during third inflation at 4 atmospheres, the balloons ruptured. No further patient complications nor injuries were reported.